Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely tortuous and severely calcified right coronary artery. A 20mmx2.75mm promus premier stent was advanced but was unable to cross the lesion even after several attempts. The device was removed from the patient's body and it was noted that the distal tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.